Event description:
The customer reported erroneous creatine kinase-mb (ck-mb) results, for 3 pts, involving unicel dxl 600 access immunoassay system. This is report number one of two referencing sys serial number (B)(4). Subsequent testing on another unicel dxl 600 access system provided results within the normal reference range for 2 pts and a result above the reference range for one pt. The erroneous results were not released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Svc was not dispatched as the customer did not question sys performance. Pt samples were collected in plastic bd lithium heparin tubes with gel separator. The samples were centrifuged at 3,000 rpm (rotations per minute) for 10 minutes. Creatine kinase-mb (ck-mb) qc (qc) was within established ranges prior to the event. The customer determined ck-mb reagent pack was used on both unicel dxl 600 access systems producing the erroneous results. The customer unloaded the used reagent pack and replaced with an unused pack. The customer acknowledged the use error and instituted training to all staff regarding reagent pack sharing. The customer stated no further issues. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-03843.